Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number was not reviewed as the lot number is unknown. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a slow-flow event occurred while using a csi orbital atherectomy device (oad). The slow flow event was not treated and the patient status remained stable. Csi contacted the facility for additional information, but no information was available. The lot number of the oad was not recorded and the exact date of the case was unknown. The physician stated the event was early in 2014.